Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the area around the implant being achy and hot was not yet determined. Actions taken to resolve the issue was the patient was observing their actions until their next appointment, which was currently unknown when this would be. It therefore was unknown if the issue of the implant being achy and hot had been resolved. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the implant being achy and hot was not determined. The patient reported using ice packs to help with the issue, but the issue had not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt like over the past month the area around their ins was ¿achy¿ and ¿hot¿. They stated that the patient had no falls or traumas and the issue was not related to charging. The rep stated that the patient stated that some days were better than others. It was also noted that the patient had gained some weight since implant. Technical services reviewed that it may be best to have the patient¿s doctor evaluate the patient (orientation of ins, impedances, etc.) To get a better idea of what the status of the ins/ins pocket is. The event occurred (B)(6) 2020. No further complications were reported/anticipated.